Manufacturer narrative:
(B)(4). Baxter received the device, but the evaluation is still in progress. When the evaluation is complete, a supplemental report will be submitted.

Event description:
It was reported that a pump was alarming for a system error 322. Any patient involvement, injury or medical intervention is unknown.